Event description:
It was reported in a case study that a patient underwent a vertebroplasty procedure at levels t12 and l3 and balloon kyphoplasty procedure at levels t9 and l2. Patient had persisent low back pain for 2 months after the last balloon kyphoplasty procedure; pain increased with trunk twisting. Patient developed osteonecrotic cleft along the inferior endplate of level l2, in gap between the pmma bone cement and endplate. Patient underwent another balloon kyphoplasty procedure at level l2 and had significant pain relief 1 day post cementation of cleft. No further information was reported.